Event description:
It was reported that the patients ipg pocket has opened up. It was also noted that the patients ipg was difficult to be charged and was difficult to be aligned with the charger due to migration. The patient was given antibiotics and underwent a revision procedure wherein the ipg was flipped back into the proper position and the ipg pocket was closed back up. The patient was doing well postoperatively. The device remains implanted.